Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, and there was blood in/on the lobe mechanism.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. During the implant attempt to replace the lv lead, the lead lobes were deployed multiple times in tight anatomy. After multiple attempts, the lobes would not deploy as the outer casing would accordion on itself. The lead was not implanted and the original lead was repositioned. No patient complications have been reported as a result of this event.